Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the cause of the reported resistance and difficult to insert cds into sgc were unable to be determined. The investigation determined the reported difficult to flush to be potentially related to a product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, this incident is pointing to exception (issue) 136179 and exception (action) 142561. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the preparation of both the xtw and ntw clip, de-airing the devices was difficult. Additional dilatations and turning the device vertically were performed to de-air the devices. The xtw clip was successfully implanted. While inserting the ntw into the steerable guide catheter (sgc), resistance was felt and was unable to be advanced into the stabilizer for the last centimeter. The clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.